Manufacturer narrative:
D2b: pro code: dqy.

Event description:
It was reported that a metal material was protruding from the balloon. The target lesion was located in the forearm. A 7.0mm x 100mm x 75cm athletis balloon catheter was selected for use in an angioplasty procedure of an arteriovenous fistula. During the procedure when the balloon was moving inside the patient, a metal wire appeared on the distal part of the shaft and resulted in a dissection. The device was removed, however, it could not be reinserted back into the introducer sheath. It was replaced for another of the same device to complete the procedure.